Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed when they retracted the needle, there were micro splashes of blood from unspecified number of devices. No patient impact reported.

Manufacturer narrative:
D2b: medical device type: one additional code applies; jka. B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, the customer noticed when they retracted the needle, there were micro splashes of blood from unspecified number of devices. No patient impact reported.

Manufacturer narrative:
Investigation summary - bd received one (1) sample for investigation. One (1) returned, and ten (10) retained samples were used for functional tests. After using the needles to draw water and activating the push button, no splatter occurred. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: splatter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. The following fields have been updated with corrected and/or additional information device available for eval?: yes. Returned to manufacturer on: 22-jan-2025.